Event description:
A report was received that a patient was hospitalized due to an infection. The patient presented with swelling around the battery site and midline incision as well as yellow pus and a fever. The physician determined that the infection was not severe enough to warrant explanting the device. The physician cleaned and irrigated the infection site and prescribed antibiotics for the patient. The patient is reportedly doing well.